Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the waves on the mx400 are breaking up and are different to the waves shown at the central station and the x2. There was no patient harm reported.